Manufacturer narrative:
This report is for one (1) unknown tfna lag screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales representative. This report is for one (1) unknown tfna lag screw. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent an unknown procedure using trochanteric fixation nail-advanced (tfna) nail and lag screw. Two (2) incorrect aiming arms were provided in the set; instead of two (2) 130 deg aiming arm, one (1) 130 deg aiming arm and one (1) 125 deg aiming arm were provided. The reason for this error was a failure to check on a virtually identical looking instrument. It compromised the operation and the end result. It was unknown if there was a surgical delay. On (B)(6) 2018, the surgeon reported that the trochanteric fixation nail-advanced (tfna) looks terrible without the aiming guide. Post-operative, the fracture collapsed into varus, possibly the lag screw must have missed in the proximal hole of the nail. The patient will get a CT-scan to confirm. Revision surgery is likely required. There was no information about the revision surgery as of this time. This (B)(4) captures the postoperative event, while (B)(4) captures the intra-operative event. Concomitant device: tfna nail (part unknown, lot unknown, quantity 1). This report is for one (1) unknown tfna lag screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: device history lot. Part number: 04.038.195s. Lot number: h471580. Part manufacturing date: 27 october 2017. Manufacturing site: (B)(4). Part expiration date: 01 october 2027. Non-conformance noted: no impact on complaint condition. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h471580 of tfna screws was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h203997 met all specifications with no issues documented that would contribute to this complaint condition. All affected lots were 100% sorted, and any bent bars were scrapped. Device history batch, null device history review a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procode: ktt. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial procedure occurred on (B)(6) 2018. Concomitant devices: tfna short nail right (part: 04.037.114s, lot: unknown, quantity 1), 5.0mm titanium locking screw l36mm (part: 04.005.526s, lot: l760557, quantity: 1).